Event description:
Needle broke off into leg [medical device complication]. Case description: medical device information : class iia. Spontaneous report received from united states and reported by a consumer as "needle broke off into leg". It concerns a (B)(6) female patient treated with novolog mix 70/30 flexpen (dual-acting insulin aspart) from unknown date in 2008 and ongoing and novofine 30 (disposable needle) for "insulin-requiring type 2 diabetes mellitus". In (B)(6) 2008, a woman reported that she had this 'sticky feeling' in her leg where she had injected insulin for about a month. X-rays confirmed that there is a needle stuck in her leg. The consumer stated that she will eventually have surgery to get the needle removed, as recommended by her physician. Currently, the consumer is on disability and she cannot afford the surgery. The overall outcome was reports as "not recovered". The consumer declined to provide physician contact information. No samples available for testing. Reporter's causality: unknown. Sponsor's causality: reportable. Comment: company comment: only limited information is available. It's unknown for how long the patient has been using the device and if she has been trained properly. Novofine 30 is a disposable needle but it's unknown whether or not the patient has reused the needle. However, it is unlikely that the insulin caused the needle to break off.